Event description:
This is filed to report thrombus. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. An ntw clip was attempted to be implanted. When in the right atrium, a thrombus was noted on the tip of the clip. The clip along with the thrombus was removed from the patient and additional heparin was given to the patient. A replacement ntw clip was then attempted to be implanted. The clip was positioned in central-medial position, but before deployment began it was noted that the gradient was 10 mmhg. The clip was repositioned but the gradient did not improve. It was then decided to not implant the clip due to the gradient. Once the clip was removed the gradient returned to baseline. No additional information was provided

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombosis/thrombus could not be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.